Event description:
It was reported that the right ventricular (rv) lead dislodged into the atrium. Upon removal, the lead was unable to fully retract and there appeared to be tissue in the screw. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted 2013 (B)(6); (B)(4) implantable pacing lead implanted 2013 (B)(6). (B)(4).